Event description:
It was reported to philips that the device is not charging. The bench service representative evaluated the device and confirmed the charging malfunction. The device needs a therapy pca, it was determined that this was a malfunction of the therapy pca. It was replaced and the device passed all performance assurance testing. No further evaluation is required at this time.

Event description:
It was reported to philips that the device is not charging. There was no patient involvement.